Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00034. No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unknown therapeutic procedure, the subject device broke off inside the patient. The broken piece was successfully retrieved. The procedure was then completed with a similar device. There were no further reports of patient harm.

Event description:
Additional information was received that the event occurred at the beginning of the procedure. It was reported that the physician noticed immediately when the item broke and removed piece right after. There were no further reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. Updated fields: a2, a3, a4, a6, b5 and h6 the device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.